Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Pt received two leads from the same lot number. It was reported the pt pulled her own trial leads. The pt met with the physician and no further issues were reported.